Event description:
It was reported that the patient with a tactra malleable penile prosthesis experienced infection. A surgical procedure was performed to remove and replace the tactra. No additional patient complications were reported.